Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 234 mg/dl. Technical support educated caller to always ensure any gaps/air bubbles are removed from the tubing as air in the tubing takes up space where insulin should be and can affect insulin delivery. Caller understood and acknowledged.